Event description:
Over the course of approximately one month, the customer had developed a "skin irritation" at pod sites. Two red, raised areas" developed which "align with the areas that the pod attaches" to the adhesive. As a result of this skin condition, she went to her doctor's office and was met by her clinical services manager (csm). Her csm had provided her with "bard skin barrier and hollister skin gel barrier samples" - the outcome of using these products has not been successful. She is "now using tegaderm film barrier" and is "placing the pod over it." No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval. We are unable to evaluate the adhesive pad for any abnormality that may have resulted in the reported adverse skin condition. It is known and understood by the manufacturer that, based on customer's individual skin sensitivities, various reactions to the pod's adhesive may be experienced. To mitigate the recurrence of adverse skin conditions, the omnipod website offers a resource guide that includes a listing of skin barrier products that can be used to protect the infusion site. Per the recommendation of her clinical services manager, the customer was in the process of trying out a variety of these skin barrier products to remedy the situation. A review of lot qualification records was performed and no abnormalities of the adhesive pad were noted - the lot passed the acceptance criteria. Note: eval method codes are specific to activities performed during lot qualification (and not to activities performed on any particular pod, as no product was returned for eval).